Event description:
It was reported that the customer's pump had multiple issues, including a home button that required being held down for a significant time to activate the screen, a less responsive touchscreen requiring multiple attempts to unlock, charging status not reflecting on the mobile app, and frequent disconnections from the dexcom g7. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting at this time, and no additional actions were taken by technical support.